Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the programmer had a fractured screen. Analysis found the screen to not be broken. It was indicated that the touchscreen was out of calibraiton. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was dropped and that the display screen was fractured. The programmer was returned for service. There was no patient involvement.